Event description:
Rv lead is bipolar sensing at .3mv. Device has shown 894 short v.v intervals since (B)(6) 2021 and 1181 since implant. Caller is concerned there is an issue with the rv lead. No non-sustained episodes were stored. Impedances are stable and wnl. Consider isometrics and pocket manipulation to assess for oversensing on the rv lead. Continue to monitor the lead and assess for oversensing and continued changes in sic counts. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).